Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned this device was explanted due to endocarditis. The operative report documents this patient as having a history of native valve endocarditis and history of substance abuse. The operative findings include "valve completely covered with infectious debris including a large vegetation. Portion of vegetation was harvested and sent to pathology for culture and sensitivity." The remainder of the valve was sent to pathology. The new valve was implanted, seated appropriately, patient was separated from bypass. The new valve was functioning appropriately without pvl. It was also learned this device was discarded by the hospital and is not available for return and evaluation. However, the discharge summary indicated mrsa was cultured. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health care provider has indicated this infection was recurring in nature and that this device did not cause or contribute to the recurrence of the infection. The patient was discharged with orders to continue his antibiotic treatment.

Manufacturer narrative:
This device has not been returned for evaluation and no other information has been provided. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards received information through its implant patient registry that a 27mm pericardial mitral valve, implanted approximately one (1) year and nine (9) months, was explanted and replaced with a different model 27mm pericardial mitral valve due to unknown reasons.